Event description:
Customer reported via phone call that the insulin pump damaged. The customer stated that the end cap at the drive support is detached. The customer stated that she was able to push it back in the first time, but when she inserted the reservoir into the insulin pump, it pushed all of the drive support cap out. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.